Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The clinical representative (cr) was present for an seeg case. The surgeon reported that before the case, he tried to export the patient folder from his laptop to his usb by overwriting the previous copy of the patient folder, and received an error. He had to manually delete the previous copy from his usb, then he was able to export the patient folder from the rosa software like normal. Happened before the case, no patient involvement, no delay.

Manufacturer narrative:
Incorrect UDI in the initial report : d4 unique identifier (UDI) #: (B)(4). Correct UDI is: d4 unique identifier (UDI) #: (B)(4). The device manufacturing date has been corrected accordingly. Corrected data: - b4 date of this report. - g4 date received by manufacturer. - h2 if follow-up, what type. - h4 device manufacturer date. - h10 additional narratives/data.

Event description:
The clinical representative (cr) was present for an seeg case. The surgeon reported that before the case, he tried to export the patient folder from his laptop to his usb by overwriting the previous copy of the patient folder, and received an error. He had to manually delete the previous copy from his usb, then he was able to export the patient folder from the rosa software like normal. Happened before the case, no patient involvement, no delay.

Manufacturer narrative:
A full analysis of the data logs has been performed and did not permit to confirm the issue reported. Although the issue described is very similar to a known software anomaly, the elements provided for the investigation did not permit to confirm that an issue actually occurred on the event day during the patient folder exportation on the planning station. Therefore, the technical root cause of the event remains undetermined.

Event description:
The clinical representative (cr) was present for an seeg case. The surgeon reported that before the case, he tried to export the patient folder from his laptop to his usb by overwriting the previous copy of the patient folder, and received an error. He had to manually delete the previous copy from his usb, then he was able to export the patient folder from the rosa software like normal. Happened before the case, no patient involvement, no delay.